Event description:
Caller indicated the relion confirm meter was giving low readings. Customer was comparing meters. Got 101 on the other meter and 56 and 36 on the confirm within 10 minutes. Does not want replacement. He will go buy another meter and send this back for refund. Controls not used. Requesting refund.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.